Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had multiple pump error alarm. The customer¿s blood glucose was 161 mg/dl. Troubleshooting was done and the insulin pump passed the self test. There was occurrence of other pump error alarm. The insulin pump will not be returned for analysis.